Event description:
The customer stated that his meter was giving high readings. He tested his blood glucose and received a reading of 164 mg/dl on his breeze meter. He also tested using a precision qid and received a reading of 81 mg/dl. The difference between the readings falls in the "c" zone of the parkes error grid, making the difference clinically significant. The customer did not allege any adverse events. Control solution was to be sent to the customer to finish troubleshooting, so no product will be returned at this time.